Event description:
Per the clinic, the patient experienced pressure ulcer, developed an infection and extrusion of receiver stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.